Event description:
The pt used the suspect device and obtained a reading of 591 mg/dl. As a result their spouse injected 20 units of insulin. Later pt performed another test and the result was 374 mg/dl. They decided to call the paramedics. Emergency medical technician came and checked pt glucose at 44 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.